Manufacturer narrative:
Investigation summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1767307). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (motor setting not communicated), overuse (number of uses not communicated), excessive wear, or material issue (no analysis of the broken fragments possible). Additional information received that the broken part that was found has been retrieved from the patient's tooth. This is a follow up report for this additional information.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a protaper shap.21mm/s1 *not ce* file broke during use. Reportedly, the broken part was retrieved. A few days later the patient complained of pain and sought medical care. X-ray was taken and it was found that there was a foreign object in the root canal which caused the pain. It was found that another piece of the file found in the buccal root canal. The patient requested to the doctor to ensure that the broken part removed.